Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2011 with a bifurcated and suprarenal aortic extension. During a follow up on (B)(6) 2016, computed tomography revealed the patient was found to have an endoleak. There also appeared to be a disconnection of the proximal extension and the main body. On (B)(6) 2016, the physician corrected the issues by implanting a second bifurcated and suprarenal aortic extension. The patient did well and is now stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There was limited initial implant data available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include; inadequate component overlap with hyper-dilation of the cuff and main body.